Manufacturer narrative:
(B)(4). The returned catheter was tested and passed the following tests: visual, deflection, patency flow test, cool flow pump test, electrical, temperature and stockert tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that during an a-fib case, while they were ablating in the right atrium creating a line, the patient had a sudden drop in blood pressure. The echocardiogram confirmed a large pericardial effusion. A pericardiocentesis was performed. The patient was admitted and remains in stable condition.

Manufacturer narrative:
The customer stated that there was no deficiency with biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. Concomitant products used during the procedure:1.carto 3 systemmodel #: m-4800-01(B)(4)2. Cool flow irrigation pumpmodel #: m-5491-02(B)(4)3. Stockert rf generatormodel #:m-5463-01(B)(4)4. Lasso 2515 nav variable catheter model #: d-1290-01-slot #.: 15230741l5. C3 webster decapolar with auto ID - deflectable catheter model #: d-1079-258-slot #.: unknown6. Soundstar catheter model #: m-5723-05lot #.: s1040538 (B)(4)